Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the cataract surgery with intraocular lens implantation the patient had experienced white biological deposit on the lens, lecog like with variable intensity, sometime requiring a yag anterior capsulotomy. Additional information has been requested.

Event description:
Additional information has been requested and received stating three slit lamp images of good quality focused on the anterior surface of the lens were reviewed suggesting cellular growth was present over approximately 50% of the visible anterior lens surface extending from under the edge of the capsule to paracentral to the pupil. The pupil margin to mid periphery was covered almost completely with strands crisscrossing paracentral to the visual axis. There is a clear oval portion centrally.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. Photo review: three slit lamp images of good quality were submitted. All three images consisted of similar magnified images of a dilated eye. Focused on the anterior surface of the iol. Image utilized diffuse lighting allowing horizontal visualization of the whole eye. The other two images utilized a slit beam providing clearer images of smaller sections of the eye. The manufacturer internal reference number is: (B)(4).